Event description:
It was reported via repair work order that the head end brakes were not working due to a damaged brake cam assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.